Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure, the set screw was found to be stripped. The device was explanted on (B)(6) 2018 and the patient was stable throughout.

Manufacturer narrative:
The reported event of stripped set screw was confirmed in the laboratory. Damage is consistent with incorrect insertion.